Event description:
It was reported that this event involved a female patient with a right internal jugular insertion in 2008. Three months later, bubbling was noticed in the venous line (blue) of the external connection. As a result, to avoid removing the entire catheter, only the external connection piece was exchanged. After the exchange, the patient followed with dialysis. There were no further complications.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.